Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Final angiography revealed a type ii endoleak. However, no treatment for the endoleak was performed and the procedure was concluded. On an unknown date, an aneurysm enlargement (amount unknown) was observed. On (B)(6) 2022, a reintervention was performed. A proximal type I endoleak and a type ii endoleak were suspected. An intraoperative CT revealed the type ii endoleak, but the proximal type I endoleak was not confirmed. It seemed that the proximal end of the trunk ipsilateral leg endoprosthesis had landed on the thrombus not blood vessel wall. Two aorta extender endoprostheses (a gore® excluder® conformable aaa endoprosthesis and a gore® excluder® aaa endoprosthesis) were implanted proximally. The lumbar artery was embolized using coil and nbca. The patient tolerated the procedure. Reportedly, it is unknown the type ii endoleak which was confirmed during the reintervention was same as confirmed in initial procedure or different one.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to; aneurysm enlargement, endoleak, and reintervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.